Event description:
It was reported that the patient was hospitalized for severe hyperglycemia and diabetic ketoacidosis (DKA) on an unspecified date. The patient's blood glucose levels were not reported. The duration of Pod wear was not provided. Reported symptoms included dizziness and vomiting. The patient received treatment with intravenous (IV) fluids and insulin. The patient was diagnosed with hyperglycemia and diabetic ketoacidosis (DKA). The date of hospital discharge was not reported. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.